Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The issue was detected prior to patient involvement.

Event description:
It was reported that prior to implant, the device battery voltage was 2.75 volts, while still in box. It was checked a little later and the batt v was 3.11. The device was not implanted. The issue was detected prior to patient involvement.